Manufacturer narrative:
If explanted; give date: does not apply - lens remains implanted. Phone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that female patient complained about loss of vision quality including blurry vision post implantation of model zfr00v intraocular lens (iol). It has been mentioned that daily activities were affected; however, the extent of the impact was not provided. Visual acuity was 1.0 for both pre and post-operative readings. Through follow-up it was learnt that surgery date was (B)(6) 2020; on examination date (B)(6) 2021 the following subjective refractions were recorded: os (left eye) +0.75 x 0 with shadowy vision as patient chief complaint. On the next examination date 09 mar 2021 the following subjective refractions were recorded: od (right eye) -0.25 x 0 (va - visual acuity 1.0) and os (left eye) +1.00 x -0.50@10 (va 0.7). A secondary procedure for a lasik touch up on the left eye was performed on that same day, (B)(6) 2021. Visual acuity readings on the last examination date 20 may 2021 were as follows: od -0.25 x 0 and os +0.25 x -0.25@180 with low visual quality and foggy vision on os as patient chief complaint. No further information has been provided.